Manufacturer narrative:
Device evaluation: 1 x zebd-7-9 of lot cf1723467 number was returned to cirl open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 28th of august. The returned device lab findings and observations can be referred through the attached files. A kink was noted at the 3rd & 5th porthole on the tapered end on the pigtail. A 0.035" wire guide does not pass the kink. Image review: n/a. Documents review including IFU review: prior to distribution all zebd-7-9 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-9of lot number cf1613867 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1613867. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿. Also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report being submitted is a complete follow up MDR report after the investigation was completed on 13-oct-2020.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The complaint device was noticed broke when the physician use black sheath to straighten the stent. The physician suspected the product quality and used the replacement to completed the procedure.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. This report being submitted is a follow up report following the device returning and a lab evaluation being carried out on 28-aug-2020.

Event description:
This supplemental report is being submitted to indicate the device was returned and evaluated.